Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Three files in loose and 40 unused files coming from four different batches were returned. The waveone gold primary files 25mm returned in loose are actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batches #1666876, #1667969, #1668846 and #1657401). The unused files have been evaluated and were found in compliance with specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two waveone gold files broke during use in the same patient. No injury resulted. The patient has been referred to an endodontist for removal. The outcome of the event is unknown as of this MDR evaluation.